Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis and the clevis exhibited indentations and scratches. The other cables at the wrist were not damaged. On august 12, 2015, isi followed up with site equipment specialist who initially reported this complaint regarding the condition of the returned instrument. According to the initial reporter, there has been no report by the hospital's surgical staff that any patient has returned to the hospital due to retaining any fragment(s) from the reported instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable segment found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument broke while being maneuvered. The planned surgical procedure was completed and there was no report of any patient harm or fragment(s) from the instrument fell into the patient during the surgical procedure.